Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes customer found air bubbles in the gel, and needle stuck. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "bubbles in gel. They found these tubes were bubbles in the gel and the same time they had problems with instrument. Needle went stuck and they have to change it. And bubbles in the gel causes problems. Centrifuge 2000 g and 10min, tubes fixed 8 times after sampling."

Manufacturer narrative:
Investigation summary: "material #: 368497. Lot/batch #: 2153803. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. The instrument issue was not shown in the photo. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was not observed. A review of the DHR indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode gel air bubbles. This complaint has been unconfirmed for the instrument issue. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."